Event description:
In 2005, the physician attempted to seal a perforation in the "circumflex" using a 3.0 x 16mm graftmaster stent graft. It was noted that the stent was implanted but the perforation was not sealed. It was reported that the perforation was "large" and implanting the stent made the perforation "look worse." A perfusion balloon was placed but did not successfully seal the perforation. The pt was sent to surgery for a coronary artery bypass graft. At last report, the pt was discharged to home.